Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 0.8, 2nd inr: 1.8, 3rd inr: 1.0, mean: 1.20, sd: 0.53; %cv: 44.10. Analysis of customer's data revealed that repeated inratio test result comparison did not meet precision criteria. No product is expected to be returned. Retained strip testing from a previous case revealed that test result comparisons met precision criteria. Root cause of complaint could not be determined from the information provided by the customer. Investigation results from a previous case: donor 1 - return1: 3.2, in-house2: 3.4, in-house3: 3.2, mean: 3.27, sd: 0.12; %cv: 3.53. Donor 2 - return1: 3.6, in-house2: 3.4, in-house3: 3.5, mean: 3.50, sd: 0.10; %cv: 2.86. For each pair of replicates for each sample of strip lot 233708, mean and standard deviations were calculated. In-house test results were 3.53% and 2.86%, respectively for each donor, and are less than 16%. Both samples pass the criteria for precision. No discrepant results were established on inratio meters. No further investigation will be pursued. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 0.8, 1.8; 1.0. Patient's therapeutic range: 2.0-3.0 inr.